Event description:
It was reported that, "when the surgeon opened the blisterpack, the c clip and the locking ring had already dissociated from the centrax. Additionally, he could not combine the locking ring with the centrax. Therefore, he implanted a spare one instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.